Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection found the helix to be partially extended and clogged with blood. X-ray inspection found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during a lv lead revision, it was noticed that the rv lead was dislodged. The lead was then explanted and replaced successfully. The patient was in stable condition before, during and after the procedure.